Event description:
A nurse reported that the doctor had difficulty with extrusion during three different procedures. When the doctor was ready for extrusion, vacuum did not start immediately, but once it started, there was a burst of vacuum. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).